Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. Troubleshooting was unable to determine the cause of the alarm. The technical services representative assisted in clearing the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.